Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change-out procedure, the right atrial lead was noted to have intermittent capture andlow impedance. The right ventricular lead had no capture and low impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.